Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a audio tone/vibration (intermittent vibration) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/22/2014 with the following findings: during testing, the pump powered on and emitted the appropriate auditory and vibratory alerts. The sound setting was set to vibrate, and the pump emitted the appropriate vibratory alert when a warning was induced for testing. The complaint of an intermittent vibration issue was not duplicated. No defect was found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.